Event description:
It was initially reported that the patient's seizures have been worsening and are worse than ever back in 2003. Follow-up with the physician indicated that they do not have a records dating back to 2003 to be able to provide any additional information about the patient's worsening seizures.